Event description:
The clinic reported that a laser vision correction patient presented with diffuse lamellar keratitis stage 1 one day post treatment in right eye. It was also found that patient is allergic to prednisolone and was given acular instead. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of transient light sensitivity (tlss). Patient had flap lift and rinsed performed. Bcva from (B)(6) 2015: right eye pre-op 20/25 -2.00 x -.75 x 20, left eye pre-op 20/25 -2.25 x -1.25 x 25.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.